Manufacturer narrative:
(B)(4). Investigation summary: DHR review was done and no issues were reported during production of this lot. No sample received for this complaint. CT scan done on leaking sample which was segregated during production. After this scan additional test were done on spike component (5328) root cause description: concentricity of lower part of spike component (spigot) which caused molding deficit on one side of component (5328). Rationale: CAPA # (B)(4) has been initiated.

Event description:
It was reported that there was leakage after priming and insertion of medication with a bd phaseal¿ infusion set (c61). The following information was provided by the initial reporter: after priming the secondary set and inserting calcium folinic into the infusion bottle, there's leakages occurs at the tubing of the secondary set c61. It was then dispose and the preparation was prepare again for patient. The leak occur outside of the biosafety cabinet but still within the cleanroom area. The fluid is folinic acid diluted in normal saline 0.9% customer was not exposed to blood or bodily fluids. There¿s no physical harm to customer.